Manufacturer narrative:
This report is being supplemented to provide the results of the investigation of the reported event. Multiple documented attempts were performed to obtain additional information, such as, patient demographics, patient's condition after the event, lot number, etc., however, no response was received from the customer. The complaint describes the use of both the forceps, which is assumed to be ins-0372 always-on tip tracked forceps, 1.8mm od, serrated cup (subject device), and the 21ga needle prior to the pneumothorax. Since neither device was returned for evaluation and the lot information was not provided, it is difficult to determine the exact failure mode in either or both devices that could have contributed to the outcome. The risk documentation lists the potential cause of a pneumothorax as the user samples with device in an anatomical area that is inappropriate or aggressive in location. A pneumothorax is a known risk of the device and the procedure. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Manufacturer narrative:
The procedure was successfully completed. A pneumothorax is a known risk of the device and the procedure. The patient was reported to be in stable condition after the chest tube was placed. The subject device was not returned for evaluation, as it was discarded by the hospital staff. An attempt to obtain additional information is in progress regarding patient information, current status of the patient, and product specific information.

Event description:
A spin thoracic navigation system procedure was performed and a 21ga endobronchial needle and endobronchial forceps (subject device) were used for the procedure. After the completion of the procedure, the patient developed a pneumothorax in the recovery room. A chest tube was required to be placed. Patient was reported to be stable in the hospital on (B)(6) 2023. This report is being submitted for the endobronchial forceps. A separate medwatch report for the endobronchial needle that were reportedly in-use during the procedure is being submitted to the FDA on medwatch 3007222345-2023-00013.